Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. The fse verified that all system alignments and reagent pipettor matching routines were within instrument specifications. The fse proactively made an adjustment to reagent pipettor three's (3) ultrasonics. All further verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access free t4 results is due to a hardware malfunction of reagent pipettor three (3) although no one sub-part of the reagent pipettor can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining a non-reproducible free thyroxine (access free t4) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 800 access immunoassay system but a different reagent pipettor and obtained lower results within the customer's established normal reference range. This sample was then analyzed an additional time on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and a similar result within the customer's established normal reference range was obtained. The customer also analyzed the patient's sample on an alternate method (roche cobas 8000) and obtained a significantly lower free thyroxine result. The initial, elevated access free t4 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc) and calibrations were performing within assay and instrument specifications prior to and after the event. A twenty replicate precision test using three (3) levels of the customer's qc material performed on reagent pipettor three (3) passed within assay specifications. The customer stated that they had not received any error messages posted to the instrument's event log in conjunction with this event. The customer collected the patient's sample in a serum tube with a gel separator which was then centrifuged for five (5) minutes at 3,000 rpm (revolution per minute) at room temperature. There was no report of sample integrity issues from the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.